Event description:
This report is based on information provided by third-party service engineer, a technical support engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating artifacts were detected during helicopter transport. Ventricular tachycardia was observed. There was no impact to the patient nor harm.

Manufacturer narrative:
After new information was received, the case has been reopened. A final report will be sent once log analysis had been completed.

Manufacturer narrative:
Updated the problem code grid and patient outcome grid originally provided on MFR report number 3003832357-2025-000738.

Event description:
This report is based on information provided by third-party service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a patient was transferred to the helicopter, ready for transport, including monitoring (spo2, blood pressure, 3sv. ECG electrocardiogram). Before takeoff (but also during the flight), the monitor detected artifacts from helicopter vibrations, and the ECG (electrocardiogram) curve appeared to show ventricular tachycardia, at times even ventricular fibrillation, but with a physiological frequency of around 80-100/min. The patient was spontaneously ventilating and responsive a good faith effort request for additional information regarding the evaluation of the device, services performed, and patient impact has been initiated.